Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call customer service to create RMA for reported accessory. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Images were provided by the customer site of the broken seal packaging.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a black piece fell off of the universal seal inside the patient¿s abdomen. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use and there was no damage noted. The surgeon was removing the suture when the fragment fell inside the patient. The issue was noted at the end of the case. The surgeon did not notice any issue with the functionality of the accessory. There was no collision with other instruments or hard materials during the procedure. The fragment did not fall inside the patient during an instrument tip collision. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The fragment was retrieved, and the piece fit the tear of the cannula seal; no other tears or pieces were found. No additional surgical procedures were required to remove the fragment. No post-operative tests like x-rays or ultrasounds were performed. The procedure was completed robotically; there was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument/accessory was reportedly available for return to isi for evaluation. Pictures were provided.

Manufacturer narrative:
Device evaluation: the universal seal was found to have tearing at the duckbill. The tears were not axially aligned with the seal and measured from 0.114¿ to 0.130¿ in length. There were no signs of thermal damage present at the end of any tears.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not call customer service to create RMA for reported accessory. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. Review of the provided image is consistent with the reported complaint that black piece fell. The image shows a piece missing from the duckbill of the cannula seal. Root cause of the failure mode cannot be confirmed without the returned device. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.